Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was spontaneously inflating due to undetermined causes. The existing ipp was explanted approximately six months later, and a new ipp was implanted. No patient complications were reported.